Event description:
Information was received indicating that gauge was noted to be broken on a smiths medical pneupac¿ parapac plus ventilator. There were no reported adverse effects.

Manufacturer narrative:
Evaluation summary: one ventilator was received in damaged condition with a broken battery compartment door, bent faceplate, knob caps missing, and broken manometer. This confirmed customer reported reason. From visual inspection of the device, the ventilator had the appearance of having been dropped. The device was tested and it was determined the CPAP control required adjustment as values were out of tolerance. However, the device passed all functional testing. A device history record review was also completed and no discrepancies were found. Based on the evidence and testing, the complaint allegation was confirmed. User interface is noted as the problem source.